Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead was "cut and pulled from atrium." The explant and event dates provided do not make sense so they were left off of the report.

Manufacturer narrative:
On 1/10/17 update: this patient underwent placement of an lvad and an rvad. During that surgery, his ra lead had to be cut for surgical access. There is no complaint against this lead.